Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: foot break, cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: arterial damage required arterial graft. Time of ae: during vessel closure. It was reported that a physician, trained in the use of the proglide device, attempted common femoral arteriotomy closure after a diagnostic procedure. Reportedly, a cuff miss occurred and the device was difficult to remove as the lever would not completely depress to park the foot. The device was manually removed resulting in arterial damage. After removal, the posterior portion of the foot of the device was missing. The piece was not observed in the body on extensive distal angiography and no abnormal signs were noted in the pt's limb. An 8 fr sheath was inserted in an attempt to achieve hemostasis but bleeding continued. Vessel closure and arterial repair were achieved with an arterial graft. There was no adverse pt sequela. Though requested, no additional info was available.